Event description:
The surgeon reported that during phacoemulsification a system message 'phaco tip obstruction' displayed. The staff switched out the system. However, the same system message occurred in the second system. The surgeon converted to an ecce and completed the surgery. The patient is recovering well and as expected. No patient injury was reported.

Manufacturer narrative:
The company service representative examined both systems and was not able to duplicate the system message reported. The systems were then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports. The surgeon and facility head of service confirmed the event was related to use error by the instrumentalist. The company sales representative will train the instrumentalist to prevent this from occurring again.